Manufacturer narrative:
(B)(4). Results: endoleak. Insufficient information; cause is unknown. Conclusions: endoleak. Insufficient information; cause is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 56 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 21 mm, proximal diameter of non-aneurysm aortic neck was 23 mm, distal diameter of non-aneurysmal aortic neck was 21 mm, diameter of right iliac artery was 14 mm, and diameter of left iliac artery was 13 mm. The right and left iliac arteries were severely tortuous. Degree of circumferential thrombus and / or calcification was 5%. It was reported that the discharge CT with contrast showed a type iia endoleak in the lumbar vessel with an aneurysm diameter of 58 mm. This type iia endoleak in the lumbar vessel was again seen on CT with contrast at the 2 year follow-up visit. There was no reported intervention or action taken. The 3 year follow-up CT with contrast showed an endoleak from an unknown source. The aneurysm diameter was reported to be 60mm. No intervention was performed. The previously observed type ii endoleak was no longer noted at this visit. No additional clinical sequelae were reported and the patient is fine.

Event description:
Updated information was received. The unknown endoleak was determined to be a continuation of a previously observed type ii endoleak.